Manufacturer narrative:
Final device investigation found that the device was returned with the jaw misaligned and stuck closed approximately 2.82mm apart, the blade trigger stuck and the blade extended in the jaw but fully contained. The handle was blocked from operating as intended due to the fixed trigger. No electrical testing could be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt" and "care should be taken to verify the jaws are fully closed (less than 2mm) prior to engaging the cutting blade as this may damage the device".

Event description:
It was reported that the jaws would not open during a sural nerve biopsy plus repair. It was not reported whether the jaws were on pt tissue at that time. There was no pt injury. Additional info was requested, but no additional info was provided. A supplemental report will be sent if additional info is received.